Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ investigation summary: the complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4)- incomplete. Depuy synthes has been informed that the lot number is not available.

Event description:
Fill chamber overfilled knee scope. No delay. No patient harm. Used another unit to complete the surgery. New unit to (B)(6) in biomed. Additional information received on 2/15/2018: there was no visible lot number on the device due to its age, also the device was discarded by the account and will not be coming back.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Fill chamber overfilled knee scope. No delay. No patient harm. Used another unit to complete the surgery. New unit to (B)(6) in biomed.